Event description:
On june 6th, 2023, orthalign, inc. Received a report from a customer that they were receiving potentially inaccurate values when using the lantern surgical assistant system. The device was displaying non-zero values when the paddles were flush. The customer reported that, upon investigation, it was discovered that the bracket on the reference sensor had become loose.

Manufacturer narrative:
At this time, the device has been returned, and investigation into the alleged accuracy issue is underway. With an abundance of caution this report is being filed with the understanding of the potential patient harm that could be caused by inaccurate measurement.

Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation performed by the orthalign engineer was able to replicate the reported event. The returned rs was a paired to a known working in-house lanern nav and attached to the lantern blanace system. Extension and flexion gap balance were performed. While the paddles were still flush together, the initial balance measurement showed "7" for the medial side and "5" for the lateral side. When the paddles are still flush, the expected measurement would be even for both sides. This measurement discrepancy shows the affect of the loose rs bracket. The rs was adjusted on the tibial portion of the tensor assembly, and the balance measurement improved to "6" med and "6" lat. The root cause of the issue is determined to be a manufacturing error. Displaced adhesive which was not holding the bracket to its intended position and was preventing the bracket from sitting flush to the rs housing. A full evaluation summary is attached. Orthalighn will continue to monitor this issue and take action when alert limits are exceeded.